Event description:
Related manufacturing reference number: 2017865-2023-25126.

Manufacturer narrative:
Corrected data: related MFR number was not entered in the b5 in prior report. It is now.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) had high capture thresholds. The patient was asymptomatic. No changes were made and there were no consequences to the patient.